Event description:
Reportedly, the surgeon placed the appendix from the colon in the specimen bag. Next, the surgeon pulled the pursestring to close the bag and remove from the abdominal cavity. However, after the specimen bag was retrieved from the pt cavity, it was noted that the contents of the appendix was not in the closed bag. In addition, a piece of the bag was found outside the patient cavity and retrieved. Therefore, a second specimen bag was used to retrieve the appendix and complete the case. Procedure: lap appendectomy. Patient status: no patient injury reported.